Event description:
It was reported that prior to using bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the safety shield of one (1) device fell off when uncapping. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation. The customer photo displays four devices still in their packaging, but it does not show the reported defect. Additionally, 20 retained samples underwent a functional test for proper activation. All the samples were activated properly with no issues observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: defective locking mechanism. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that prior to using bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the safety shield of one (1) device fell off when uncapping. No adverse impact was reported regarding the patient or user.